Event description:
Friend of home patient (hp) reports patient line of homechoice set became disconnected during fill 3/5 of apd treatment, noted when hp awoke to a wet bed. Baxter technician assisted hp in ending treatment and doing a manual exchange. No pt injury or medical intervention required per hp.